Manufacturer narrative:
Sjm has limited info related to the pt's medical history and is unable to form an opinion as to the relevancy of the pt's history to the event reported. Sjm defers to the pt's physician regarding medical history.

Event description:
The pt received his scs system, including an ipg on (B)(6) 2010. It was reported that the pt's ipg is depleted and is in "stimulation off" mode. The pt plans to discuss possibly replacing the ipg with the physician. The next course of action is currently undetermined. No further info is available at this time.